Event description:
Additional information received reported there was no visible change in therapeutic benefit. The implantable neurostimulator (ins) diary had not been checked. It was noted that while the patient's daughter did not see a power-on-reset (por) message on the patient programmer, she did see a "similar warning" on the recharger after a cable was recently replaced. However, the recharger was not connected to the ins at the time. The monitoring gate operated at 508 kilohertz am, fixed frequency, with a 3 to 4 foot range. It was also noted that the nursing home the patient was living in recently experienced some false alarms that were linked to a car alarm. It was undetermined if this was relevant to the event.

Event description:
It was reported that the patient's implantable neurostimulator (ins) was turning off. The patient moved into a living facility approximately 3 weeks prior to report, and the ins had been found off 4 times since the patient moved into the facility. The patient's daughter visited the patient 1 or 2 times per week to recharge. The patient wore a monitoring bracelet and passed through a monitoring gate when accessing certain areas of the facility. A few days prior to report the ins was found to be off again. When it was turned back on using the patient programmer, the monitoring gate made a beeping sound at the same time. The gate was 8 to 9 feet away from the patient at that time. No known power-on-reset (por) conditions were observed on the patient programmer. Additional information received reported no diagnostics were performed and the patient was doing well. The manufacturer representative had not been notified of any further issues or episodes of the ins being activated or deactivated.

Manufacturer narrative:
(B)(4). Lead: model 3387s-40, lot# v036502, implanted (B)(6) 2007, explanted unk; lead: model 3387s-40, lot# v036502, implanted (B)(6) 2007, explanted unk; extension: model 37085-60, serial# (B)(4), implanted (B)(6) 2010, explanted unk; extension: model 37085-60, serial# (B)(4), implanted (B)(6) 2010, explanted unk; programmer: model 37642, serial# (B)(4); recharger: model 37651, serial# (B)(4).